Manufacturer narrative:
The inratio pt/inr test strips (100071; lot# 372984a) referenced is being reported under a separate medwatch report number 2027969-2015-00710. Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr results. On (B)(6) 2015, the patient went for her scheduled hemodialysis and had blood taken from her central line which was sent to the laboratory prior to receiving the hemodialysis. The laboratory inr result was 11.7. After completion of the hemodialysis (2.5 hours later) another blood sample was taken from the central line and the laboratory inr was 11.0. Two (2) hours after returning from hemodialysis, the patient tested on her inratio monitor and the inr result was 3.0. The patient's warfarin dose was held night. On (B)(6) 2015, blood from patient's central line was taken and sent to the laboratory. The inr was 8.3. Five (5) hours later the inratio inr result was 2.9. It was reported that the central line received heparin flushes twice daily for a total of 10 cc of heparin a day. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 360362 had met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Investigation has determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The customer was reported to having anemia and renal failure requiring hemodialysis. These conditions may impact the performance of the assay. The medical device correction letter was discussed with the patient. Further investigation was performed under CAPA-14-005.

Manufacturer narrative:
Correction to investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 360632 had met criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. CAPA investigation (CAPA-14-005) has determined that certain patient conditions (e.g. Low hematocrit, elevated plasma proteins) can contribute to discrepant inr results. The customer was reported to having anemia and renal failure requiring hemodialysis. Tss discussed medical device correction letter. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA-14-005 to contribute to a potential discrepant result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.